Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting an unspecified battery failure. No adverse patient symptoms were reported.